Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was subsequently hospitalized. Bg value not provided. Reportedly, the pump delivered several boluses over the course of nearly an hour however, this could not be confirmed as the pump has not yet been received for evaluation. The parents intervened, and the pump was removed, after which the patient was set up with an emergency pump by the hospital's pediatric team and kept under observation until his condition stabilized. The patient has since recovered and returned home.